Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali femoral system products that are cleared in the us. The pro code and 510 k number for the denali femoral system products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos and videos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient was scheduled to undergo percutaneous inferior vena cava filter implantation using a denali filter. During pre procedural device preparation, specifically during rinsing, the connection between the filter storage tube and the touhy borst interface broke. The procedure was subsequently completed with another device. There was no patient contact.